Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic lobectomy procedure, during the firing process, the staples malformed, the reinforced material was not intact, and the suture did not cut. The reinforcement material was stuck in the reload. The reinforcement material needed to be cut off from the device. There was poor staple formation. The staple line was incomplete. On the second reinforced reload, the misfire occurred. There was tissue loss from three staple firing attempts. The tissue loss was the width of a 60mm staple reload. Additional tissue resection was due to the creation of a new staple line.